Event description:
A consumer reported having a tecnis multifocal intraocular lens implanted in both eyes. The right eye was implanted on (B)(6) 2011 and the left eye was implanted on (B)(6) 2011. He is experiencing hazy vision and is unable to focus at arms length. This report is for the right eye. Both lenses remain implanted.

Manufacturer narrative:
The intraocular lens remains implanted. A review of the mfg records was performed. Results were within specifications and revealed no deviations. All pertinent info available to abbott medical optics has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.